Manufacturer narrative:
There was no indication of any malfunction of the device. Not ret'd for evaluation.

Event description:
Allegedly, on (B)(6) 2014, the patient underwent a laparoscopic hysterectomy for uterine fibroid procedure where the morcellator was used. The pathology report from the procedure showed endometrial stromal sarcoma. Note: am filing supplemental because I listed the mfg report # incorrectly: listed 9610617-2016-21 instead of the true # 9610617-2016-23. This supplemental contains the correct number.